Manufacturer narrative:
D9: 7/30/2025. One device was received for evaluation. Visual inspection noted a detached downstream occlusion seal. Functional testing was unable to verify or duplicate the reported problem. The downstream occlusion seal was replaced, and then device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device persistent air in line. There was no reported patient involvement.